Event description:
This supplemental MDR is being submitted to update section b5 and b7 per internal review: it was reported that post-bypass graft surgery, the patient experienced an ischemic stroke and expired. The bypass graft was to redirect flow around the stent and was a highly invasive procedure, hence the post-bypass stroke and death were not attributed to the enroute transcarotid stent.

Manufacturer narrative:
This report is being submitted out of an abundance of caution. The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient experienced immobility on their left side. The physician decided to perform a bypass graft, which resulted in the patient regaining full mobility. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.